Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are having issues with the axsym digoxin iii assay which is generated an error code (ec #1118, invalid test result, intercept too low) when running patient samples. No additional patient information was provided. No suspect patient results were reported from the lab. No impact to patient management was reported.